Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0erfb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient had pain at the implantable neurostimulator (ins) site when stimulation was on or off. Impedance testing, x-rays and reprogramming were performed but the cause of the issue was not determined. The patient status at the time of the report was alive/no injury. The ins and lead were explanted on (B)(6) 2014. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.